Manufacturer narrative:
The field service engineer (fse) noted the sweep-flow tank overflowed during system shutdown and startup through solenoid valve, sl61, and dripping onto mf9 and peltier module connector. The fse replaced solenoid valve sl61, cleaned and dried the peltier module connector, and replaced solenoids (sl10 and sl11) on manifold (mf9) due to contact with the fluid. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the solenoid valve. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported system peltier temperature error and approximately five milliliters of fluid leaked within the instrument involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.